Manufacturer narrative:
(B)(4).

Event description:
It was reported the guide wire was shorter than the catheter. The discrepancy was noticed before the guide wire was removed. Physician still implanted one catheter, but did not implant the other. It was noted that there were two catheter guide wires that were about 5mms shorter that the catheter and had some trouble with advancement. At the time of this report, no further details were reported. Additional information was requested and will be provided when available. Refer to manufacturer report #: 3007566237-2010-06755.